Event description:
Boston scientific crm received information that this patient's heart rate has been fluctuating and has gone as low at 47 beats per minute (bpm). Her device has a programmed lower rate limit of 60. A device follow up appointment has been scheduled. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.